Manufacturer narrative:
(B)(4) follow up MDR for device evaluation : two photos were provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs is observed. There is no visible damage or defect that could indicate why the leakage occurred. A device history review was performed for the reported lot 2308773, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed and product was verified to meet required specification. Based on our investigation and given the device records did not reveal any quality issues, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
We have had an incident of a faulty syringe: incident description: using 20mls bd plastipak syringe to flush cvc. Noted blood leaking past plunger. The batch has now been isolated. Could this be investigated? Per customer response: has there been any patient impact (serious injury, medical intervention, change of treatment required)? = no.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Event description:
We have had an incident of a faulty syringe: incident description: using 20mls bd plastipak syringe to flush cvc. Noted blood leaking past plunger. The batch has now been isolated. Could this be investigated?

Manufacturer narrative:
(B)(4). Follow up MDR for updated device evaluation (physical samples returned): three physical samples and two photos were provided to our quality team for investigation. Through visual inspection of the photos, a leakage past the stopper ribs is observed. Upon evaluation of the returned product, there was no damage or defects identified on any of the syringe components and all stoppers are verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot: 2308773, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. All results were found to be within required limits. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the retained samples along with the returned syringes and all product was verified to meet required specification. Based on our investigation and given the device records did not reveal any quality issues, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.